Manufacturer narrative:
Customer also reported that the li-ion battery was unable to test in the battery charger. The battery has been cycled and reconditioned. The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
(B)(4).investigaton results for the returned battery as follows:the reported complaint could not be confirmed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Event description:
It was reported that the autopulse platform did not turn on when a fully charged autopulse li-ion battery was used. The autopulse platform displayed a fault message but the message was not recorded. No adverse patient sequelae was reported. No further information was provided.